Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The right atrial lead exhibited noise. X-ray revealed insulation anomaly. The physician has no intention of extracting the lead as the patient uses the ra lead only 2% of the time.